Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up and device logs were not able to be retrieved. The power management board needs to be replaced; however, no repairs will be performed, as the device will be scrapped.